Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. Evaluation summary: it was caused due to a malfunction on the pcb in the epk-i7010. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. On the installation day, the error code appeared. Fse tried to power on the processor repeatedly.